Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 7/01/25 the AED began flashing its red asi and chirping based on the results of an automated self-test. The AED continued to flash and chirp until 1/11/26 when the battery pack was removed. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 5/12/26 when a replacement battery pack was inserted into the AED and the AED powered on.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.